Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received button error, failed battery and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were less responsive, act button sometimes had to press buttons twice. It was reported that the insulin pump rejected new battery and insulin squirting during priming rather then a slow drip. The customer reported that they had motor error. The insulin pump will not be returned for analysis.